Event description:
It was reported that the patient underwent a laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy and a gynecological procedure to treat stress urinary incontinence with dysmenorrhea on (B)(6) 2003 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient concurrently underwent vaginal hysterectomy and left salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4).